Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration in this case was likely due to patient related factors and the progression of the underlying valvular disease pathology. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) patient with a 27mm pericardial mitral valve, implanted in the tricuspid position, underwent a tricuspid valve-in-valve replacement after an implant duration of 6 years and 3 months due to significant tricuspid regurgitation and moderate tricuspid stenosis (mean gradient 9 mmhg, lowest 7 mmhg, measured at heart rate 58 bpm). Transesophageal echocardiogram revealed mildly thickened leaflets without significant retraction or restriction. Indication for initial replacements was significant tricuspid regurgitation and pulmonic regurgitation. Patient is doing well and discharged.